Event description:
It was reported to boston scientific corporation that a contour ureteral stent was placed in a patient (age, sex, weight unknown) on an unknown procedure date. According to the complainant, the stent became blocked when placed due to compression from tumor. The stent was placed without difficulty.

Manufacturer narrative:
(B)(4): the complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.